Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2012. The local representative informed ts that upon interrogation, the device displayed a fault code#1003 (voltage too low for remaining capacity). According to the local representative, the remaining time to explant is 7.5 years associated with a power consumption of 54 microwatts and a remaining battery capacity of 1.6 amp hours. Ts discussed replacement of the device as the battery is draining faster than expected. A save-to-disk was performed and was delivered to ts for in-house engineering analysis. The save-to-disk was analyzed and the low voltage fault was confirmed. The fault was declared due to an unexpected drop in battery voltage that began in (B)(6) 2011 and continued to (B)(6) 2012. The voltage has since recovered somewhat (~3.07 volts versus greater than 3.10 volts nominal), but it appears that significant battery capacity was lost. This fault is likely due to an intermittent hardware fault. Due to the intermittency, an accurate estimate for remaining longevity could not be calculated; although, it appears that the device is not currently actively depleting. The short may reoccur in the future and rapidly deplete the battery to a no-output level. The programmer longevity estimate is no longer accurate.

Event description:
Boston scientific received information from the local representative that the physician plans to speak with the patient and family about device replacement at the next in-clinic follow-up in april 2012.

Event description:
The device was received at boston scientific's return products department in (B)(4) 2012 and is currently undergoing laboratory testing.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information from the local representative that this patient has been scheduled for device replacement in (B)(6) 2012. The device will be returned to boston scientific for laboratory testing. Subsequently, boston scientific received information that this device was explanted and replaced in (B)(6) 2012. To date, the device has not been received at boston scientific's return products department. Upon receipt, the device will undergo laboratory testing.

Manufacturer narrative:
This patient's device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code#1003 was recorded in (B)(4) 2012. Although, the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge (i.e., from (B)(4) 2011 through (B)(4) 2012), the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where an electrical short within the battery has occurred. It was concluded that this short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The investigation of this event is on-going as the device has been explanted.